Event description:
Ous MDR - boston scientific received info that this right ventricular lead, which had been positioned in the ventricular septum became dislodged. Since the lead was in contact with the ventricular apex, the physician decided not to perform emergency treatment and decided to schedule a revision procedure on a later date. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.